Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was received. Visual examination found insulation degradation at 4.5 cm from connector pin. (B)(4). (B)(6).